Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2010, to report a problem with their orthopat machine but they were unsure of what the problem was. No operator or donor injury was reported. Repair order codes confirm there was a blood spill within the machine. The unit was cleaned and various components needed to be replaced. The product issue identified in this report (fluid spill) was identified by haemonetics during a retrospective review of the company¿s service records. No pt or user harm or injury was reported or allegedly associated with the identified issue. Actions taken in response to the issue are recorded in the CAPA record (B)(4). These actions have been communicated to the FDA and have been assigned the action number 1219343-04/29/2011-001-r. (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2010, to report a problem with their orthopat machine but they were unsure of what the problem was. No operator or donor injury was reported.